Event description:
Caller reported not seeing drops of insulin intermittently at the end of the tubing during the fill tubing step of the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. The customer changed the infusion set and cartridge. They successfully resumed insulin use with no further reported problems.